Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, bench handling, and leakage testing without duplicating the report. An internal inspection resulted in no findings. The accessories used by the customer were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device activity logs did not show any indication of a device malfunction. No trend is associated with reports of this type.